Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left triathlon knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that the patient wanted to know about the shapematch cutting guide recall. Patient also reported that he experiences swelling on the inside of the knee, pain around the knee and instability. He noticed that he can't run or do certain activities. Patient also stated that shortly after surgery, rather large hematoma formed at the incision site up to mid-thigh which caused more pain around the knee.